Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited out of range impedance measurements. The patient was later seen for an evaluation but refused any further intervention or treatment. To date, this device remains implanted and in service.